Event description:
There was bleeding on the left atrial appendage based on the tear that was sutured. The pt did not require a blood transfusion, and the amount of blood loss was not noted. The pt is doing fine.